Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warning: remove the denali filter using an intravascular loop snare only. Precaution: the retrieval of the denali® filter should only be performed using minimum 9f i.d./11f i.d. Dual retrieval sheaths. Misuse of these devices or improper retrieval technique may result in intimal injury or caval narrowing. Procedural instructions: prior to use, remove the retrieval sheaths from their packaging and flush them with heparinized saline or suitable isotonic solution. Introduce and advance the 11f retrieval sheath with dilator over the guidewire. Remove the 11f dilator. Introduce and advance the 9f retrieval sheath with dilator over the guidewire such that the tip of the sheath is approximately 3cm cephalad to the filter snare hook. Insert and advance the intravascular snare assembly through the 9f retrieval sheath until it protrudes out such that the marker band of the snare catheter is cephalad to the filter snare hook. The retrieval of the denali filter using an intravascular snare is illustrated in the IFU.

Event description:
It was reported through the litigation process that some time post filter deployment the filter hook was in contact with the lateral wall of the vena cava. An attempt to retrieve the filter was unsuccessful. The status of the patient is unknown.

Event description:
It was reported through the litigation process that some time post filter deployment the filter hook was in contact with the lateral wall of the vena cava. An attempt to retrieve the filter was unsuccessful. The status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven months post filter deployment, the patient presented for filter retrieval. The filter was in good position and there was no evidence of caval penetration by filter legs or fractured elements of the filter. Multiple attempts at engaging the filter with the proximal nerve was then performed, however the filter was in contact with the lateral wall of the inferior vena cava and it had excluded the removal from the lumen of the inferior vena cava, preventing engagement of the filter. A wire was advanced, then snared and attempts at withdrawing the wire alongside to disengage from the wall were made, however it was immediately apparent that the tip was firmly engaged into the wall. The procedure was eventually aborted. Therefore, the investigation is confirmed for retrieval difficulties.per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to embedment of filter tip engaged into the wall. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g3 h11: d1,h6(result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that some time post filter deployment, the filter hook was in contact with the lateral wall of the vena cava. An attempt to retrieve the filter was unsuccessful. The status of the patient is unknown.